Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20111; 2017865-2021-20124. It was reported that redness and tenderness was observed around the device pocket and erosion the size of a penny through an opening in the skin was observed. Infection was suspected. The system was explanted and replaced. The patient was stable.